Event description:
It was reported that a patient experienced lead migration, with the leads moving from t5 and t7 to t5 and t9. The patient was scheduled for a routine battery replacement due to a low battery percentage (13% with less than three months remaining). Approximately three weeks prior to the event, the patient had fallen inside a swimming pool. X-ray imaging was conducted immediately before surgery to confirm lead placement, and updated imaging showed a change in lead position. The patient denied any changes to stimulation or pain relief and reported 80% pain relief with current settings. Preoperative impedances were within normal limits. The physician decided not to perform any lead revisions, as the patient continued to report good relief and impedances were normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.